Manufacturer narrative:
The pump received flashing white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display and missing segments. Unable to download history files and traces using thump due to blank flashing white display and missing segments. The pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), serial number label missing and end cap address label missing. Flashing white display and missing segments were confirmed during analysis due to cracked lcd glass. Unable to download history or trace files and verify audio anomaly due to flashing white display and missing segments. Unable to confirm damage out of the box. Cosmetic damage was confirmed at the battery tube side. Blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank screen and continuous beeping on the insulin pump without any alerts, along with out-of-box damage, including a crack on the battery tube side. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including inspecting the battery cap and compartment for damage or corrosion, and attempting to restart the pump with a new battery. However, the pump remained non-functional, and the display did not return. The damage was determined to impact pump functionality. The customer was advised to discontinue use of the insulin pump, revert to a backup plan per healthcare professional instructions, and place the insulin pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the insulin pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.